Event description:
It was reported that on (B)(6) 2026, the catheter was observed to be leaking during use on the second day following insertion. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as fine. No additional medical intervention was required beyond removal of the affected device, and the procedure was completed successfully following replacement with another device.

Manufacturer narrative:
(B)(4).